Manufacturer narrative:
Refer to mrn: 1221359-2021-00758. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m142206 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m142206 and test base part number 190-430 / lot m142206 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m142206 showed that the complaint rates are (B)(4) for both. Investigation not yet complete. Upon completion, information will be provided in a supplemental report.

Event description:
The customer reported conflicting results involving two patients. This report represents report two of two. The customer reported positive results on a direct tested kitted swab used to sample both nostrils with the ID now covid-19 assay performed (B)(6) 2021. The patient had previously tested negative on (B)(6) 2021. Repeat and confirmation testing was not performed. The customer confirmed there was no death, serious injury, or impact/delay to patient treatment based on the ID now covid-19 assay results. The patient was not symptomatic at the time of testing. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
Additional/ information: d3, g1. H10: abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.